Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred prior to automated peritoneal dialysis therapy beginning but it was reported that the hernia may have worsened with peritoneal dialysis therapy. Twenty-six days prior to the receipt of this report, the patient was hospitalized for an umbilical hernia repair procedure. The hernia repair procedure occurred on an unreported date of the hospitalization. It was reported dianeal therapy was ongoing. After eleven days of hospitalization, the patient was discharged. It was reported the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.